Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the phenomenon may have been caused by physical stress that resulted in the detachment of the glass fiber, which reduced the amount of light transmitted, resulting in the staining of the image. Since there is no evidence of significant damage to the insertion tube, it was not possible to determine what physical stress was applied to the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that glass fiber of the internal image guide bundle was becoming detached on the videoscope. No patients were involved.